Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000542 oil and washer svc o2 bi71000222r pcba gnrtr ctrl rfb kit svc o2 bi71000229 pcba generator c/d kit svc o2 bi71000228 pcba gentr ipm dvr h3) onsite functional and visual examination was performed by a manufacturer representative. System would not release aec exposure but will release radiation with a manual technique. Troubleshooting led to the removal and replacement of the generator control board and a full generator calibration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not taking 2d images. Navigation and imaging was aborted. There was reported delay of less than 1 hour and a no reported impact to patient outcome.